Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 week post op lavh') in a female patient who had essure inserted. The patient's medical history included parity (4 baby). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 week post op lavh') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (4 baby). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depressed") and alopecia ("hair loss"). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the medical device removal, depression and alopecia outcome was unknown. The reporter considered alopecia, depression and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. Added event hair loss and depressed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 week post op lavh') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (4 baby). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depressed"), alopecia ("hair loss"), pain ("left side is in the pain"), breast pain ("breast were hurting so bad"), arthralgia ("left hip hurt"), gait disturbance ("trouble walking") and musculoskeletal stiffness ("neck stiffness"). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the medical device removal, depression, alopecia, pain, breast pain, gait disturbance and musculoskeletal stiffness outcome was unknown. The reporter considered alopecia, arthralgia, breast pain, depression, gait disturbance, medical device removal, musculoskeletal stiffness and pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, breast were hurting so bad, left hip hurt, left side is in the pain, trouble walking, neck stiffness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: breast were hurting so bad, left hip hurt, left side is in the pain, trouble walking, neck stiffness. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 week post op lavh') in a female patient who had essure inserted. The patient's medical history included parity (4 baby). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.